Event description:
Related manufacturer reference number:1627487-2023-02649, related manufacturer reference number:1627487-2023-02650. Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the cervical ipg and leads were explanted and replaced to address the issue. It was noted during the procedure, that both leads had high impedances.

Manufacturer narrative:
The reported observation of ¿service app¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the procedure. Per the clinicians manual arten600266417 electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure. Under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy).

Manufacturer narrative:
Correction, h6: updated codes for 'investigation findings' and 'investigation conclusions'.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that, following an rf procedure, the patient's ipg would not communicate with external devices. Reportedly, the ipg was placed into "surgery mode" prior to the procedure. No intervention is currently planned.